Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device. During troubleshooting, it was discovered that patient was not connected when therapy was initiated. The patient then connected and the alarm occurred. The technical service representative (tsr) explained the alarm and assisted the patient in clearing it. The tsr instructed the patient to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient connecting to the setup after initiating therapy is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.